Event description:
The patient's leads have failed and should have lasted longer. The patient's healthcare provider would like to replace the neurostimulator (ins) instead of the leads since the new ins's have "more ports for more leads". Additional information has been requested.

Manufacturer narrative:
(B) (4).